Manufacturer narrative:
One hemostasis valve introducer with dilator and a guidewire was received by our product evaluation laboratory for a full examination. The report of "leakage from the hemostasis valve" was confirmed. Leak testing was performed with and without a catheter inserted, and leakage was observed without the catheter inserted. Examination of the valve internal components found a tear in the duckbill valve. The wiper gasket was found to be in good condition. Extension tube was patent without leakage or occlusion. No other visible damage or leakage was observed from the returned unit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient of this introducer there was blood leakage from the hemostasis valve, due to the impossibility of locking the pa catheter and due to the hemostasis valve was malfunctioning. The quantity of blood loss is unknown, although the catheter was taken out immediately. There were no complications due to the leakage. The introducer was changed by a new one, which was placed by removing everything and starting the procedure from the beginning with a new stick. There was no allegation of patient injury. Patient's demographics were not provided by the hospital as they are confidential. The product was available for evaluation.